Event description:
It was reported that the pump declared multiple altitude alarms. There was no reported impact to the customer¿s blood glucose level. The customer was informed that wearing the pump against the skin without a case could cause such alarms. To address the issue, the customer replaced the cartridge, but the alarms persisted. Technical support provided preventive tips and arranged for a pump replacement, instructing the customer to return the original pump with a pre-paid label. Customer reverted to an alternate method of insulin therapy.